Event description:
It was reported that on the patient underwent a posterior lumbar spinal fusion procedure at multiple vertebrae levels (l4-s1) using rhbmp-2/acs and peek cage. Post-operatively the patient had significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of fusion surgery with rhbmp-2/acs, patient received medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date CT scan of spine was performed with the impression of possible pseudoarthrosis at l4-l5 or l5-s1 status-post previous plif at l5-s1 and posterior lateral fusion at l4-l5. Possible instrument related pain. Cervical spondylosis producing pain. On (B)(6) 2004: the patient presented for office visit with chief complaints of neck pain and low back pain. On (B)(6) 2004: the patient was pre-operatively diagnosed with status post previous lumbar laminectomy and fusion at l4-5 and l5-s1 with possible pseudoarthrosis and possible instrument related pain and underwent following procedures: posterolateral inter transverse and facet fusion at l4-5 using local bone harvest autograft and rhbmp-2 and bone graft bone substitute at l4-l5. Segmental fixation at l4-5. Removal of previously existing segmental fixation at l4, l5 and s1. Exploration of previous existing spinal fusion at l4-l5 and l5-s1. Local bone harvest autograft. Intraoperative electro physiologic monitoring with emg for three hours and nerve conduction tests of six nerves. As per op-notes, ¿this bone was used for autograft. It was morcellated and placed into the facet capsules. Rhbmp-2 was mixed with bone graft and placed in the inter transverse gutters at l4-5 and into the facet capsules. The 6.5 x 50 mm screw was placed bilaterally at l5 and 7.5 x 15 mm screws were placed at l4. These appeared to have solid purchase. At this point, 35 mm rods were placed in the heads of the screws and top tightening nuts were tightened down. A cross-link was placed. All locks on the cross-link were tightened. The intraoperative ap and lateral x-rays demonstrated satisfactory alignment of the spine and position of the grafts and instrumentation.¿ the patient was post ¿operatively diagnosed with status post cleft at l4-s1 with solid fusion. Arthrosis at l4-5 posterolaterally. On (B)(6) 2004: the patient was discharged from the hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.